Manufacturer narrative:
The referenced report of stroke is covered under medwatch MFR report #2916596-2017-01308. Device identifier (di) (B)(4). Approximate age of device ¿ 1 year and 9 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a stroke a few weeks prior, and was now experiencing ¿grinding¿ in the chest. The patient developed dark urine and an elevated lactate dehydrogenase (ldh). The pump was exchanged on (B)(6) 2017. It was reported that the patient was doing well. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned device confirmed the presence of depositions inside the pump. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of elevated lactate dehydrogenase (ldh). The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing and an approximate 12.5 inch portion of the severed driveline was returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The rotor revealed a red, tissue-like deposition. The deposition was of moderate size and would have impeded flow. The deposition was denatured, indicating that it was present while the pump was supporting the patient. The depositions did not appear to have developed at this location, and seemed to have been ingested into the pump. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a red, soft deposition. The deposition had minimal flow area obstruction. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.